Manufacturer narrative:
By checking the DHR of the lot #14ag097, no pre-existing anomaly was found on the (B)(4) released with the same lot #. This is the first and only complaint received on this lot number. The instrument involved in the complaint was returned to limacorporate. The visual inspection revealed that the screw and the two internal spheres, that allow the coupling of the handle to the zimmer attack, were missing. Screw and spheres were not returned to limacorporate, thus no specific analysis on them can be performed. According to the instrument drawing, the screw is fixed using a high-temperature resistant glue. Glue residues are in fact visible near the screw hole. In addition, no deviation was detected by the check of the dhrs, meaning that the instruments were released compliant to specifications. We cannot determine with certainty the root cause of the issue reported, however, the analysis of the dhrs (no pre-existing anomaly detected on the involved lot n.) And the visual inspection performed, make us believe that a possible hypothesis for the reported screw loosening may be related to the repeated and maybe inaccurate use/cleaning of the instrument over time. An incorrect handling during the cleaning process may in fact have contributed to the screw loosening and consequent instrument disassembly (e.g. Screw is not intended to be disassembled and reassembled during the cleaning, this could otherwise cause loss of fixation). Pms data: limacorporate is not aware of any additional similar intra-operative issue occurred with the instruments with code 9095.11.205. No corrective actions needed for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
During knee surgery performed on (B)(6) 2020, the screw of the instrument t handle - minizimmer (product code 9095.11.205, lot# 14ag097) dropped out and fell. According to the information received, the correct surgical technique was followed by the surgeon. The surgery was prolonged of about 10 minutes due to this issue and was successfully completed with the use of another available instrument. The surgeon was satisfied with the outcome and no consequences were reported for the patient. It was reported that the instrument had been used more than 60 times. Event occurred in slovakia.

Manufacturer narrative:
By checking the DHR of the lot #14ag097, no pre-existing anomaly was detected on all the components manufactured with this lot #. This is the first and only complaint received on this lot number. We will submit a final MDR once the investigation will be completed.

Event description:
During knee surgery performed on (B)(6) 2020, the screw of the instrument t handle, mini-zimmer (product code (B)(4), lot# 14ag097) dropped out. The surgeon had to use another handle to conclude the surgery. According to the information received, the correct surgical technique was followed. The surgery was prolonged of about 10 minutes due to this issue; no consequences have been reported for the patient. Event happened in (B)(6).